Event description:
In 2002, the patient was seen at the implant center for reported device intermittency. External equipment was swapped out however the problem was not resolved. At this time, a date for the revision surgery has not been determined.